Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all signals and control recoveries were within expected ranges. The investigation was limited by the unavailability of patient sample material due to pandemic-related restrictions. According to the method sheet for the assay, single false-positive results can occur due to the specificity of the test. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant reactive results for three patient samples tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. The reported results included: one sample with a cutoff index (coi) of 0.967 (indeterminate), a second sample with a coi of 6.50 (reactive), and a third sample with a coi of 1.58 (reactive). The reactive result for the third sample was not confirmed by polymerase chain reaction (pcr), which was negative. Additional testing using the abbott combo assay (hiv antigen and anti-hiv antibody) for two samples yielded non-reactive results.